Event description:
Information was received from a patient who was receiving baclofen, dilaudid, and a third unknown drug via an implantable pump for spinal pain. It was reported that since last year the time it takes for the personal therapy manager (ptm) to connect to the pump to deliver a bolus is 6- 7 minutes and they sit there the whole time. It didn't bug them that bad except when it was time for a refill and they had to wait 15 min and the nurse told them to call medtronic for assistance. It gets stuck at 90% when they were connecting. Patient service assisted with clearing out the data on the ptm. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.